Event description:
It was reported that the lead was attempted to be implanted but not used due to dislodgement. The lead was placed twice and during slitting, the lead dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.